Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and five months later post filter deployment, a computed tomography angiogram of abdominal aorta was performed which showed inferior vena cava filter was noted and slightly tilted within the inferior vena cava. Multiple struts of the filter on the left appear to extend beyond the confines of the wall of the inferior vena cava and one of the struts possibly extends into the nearby duodenum. No evidence of inflammatory change or hemorrhage was noted. In addition, the filter strut perforated greater than 3 m outside the vena cava and outside of the inferior vena cava into the duodenum. Filter tilt and embedment was noted. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.